Event description:
It was reported that the patient experienced pocket site pain/discomfort due to having lost 17 kilograms of weight. The patient underwent a scheduled revision procedure to reposition the implantable pulse generator. The procedure was successful, with no report of patient harm or injury. Following repositioning the ipg, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation. The manufacturing record of this device was reviewed, and no relevant nonconformities were found. The device remains implanted and functional.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: pain/discomfort.